Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician attempted a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. A few days later the patient returned to the emergency room (ER) presenting with abdominal pain. The patient was "found to be septic". Testing revealed "bowel perforation with 2cm hole that had thermal damage around it. They also did partial small bowel resection. Thermal damage was also noted to uterus so hysterectomy was performed". The patient was admitted into the intensive care unit (ICU).